Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issue was found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were detected. According to these documents the devices were manufactured according to the specifications. No product fault could be detected during the investigation.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the forceps is defective. The screw was not twisted completely.